Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Current repair. Product evaluation: product review of the skin graft mesher sn (B)(6) by (B)(4) on 30 april 2020 revealed that the comb was bent. The pre-test could not be performed due to the damaged comb. Product repair: repair of the device was performed by (B)(4) on 30 april 2020 which included replacement of the following: comb, side plates, collars, bottom roll, gear. Additional repair included the device being disassembled, cleaned, tested, and calibrated the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Report source - foreign - (B)(6).

Event description:
It was reported that the graft was placed into the device and it was found that the mesher did not work properly. The device was sent in for repair and evaluation. Mesher comb was bent at one end when received at zimmer biomet (B)(6). The event occurred during surgery. Delay of 2 minutes reported. No harm to patient. No adverse events were reported as a result of this malfunction.